Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the patient had extensive abdominal adhesions and while dissecting near the abdominal wall a ureter was inadvertently transected. The ureter was reportedly mistaken for scar tissue and was fully transected. The ureter was repaired via robotic ureteral re-anastomosis with stent placement, and an abdominal drain was placed. The procedure was completed robotically. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
There is no report that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no products are expected for return to isi for failure analysis evaluation.